Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a procedure, (2) synovator platinum blades broke within 5 minutes of use. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the provided product complaint form the patient was not harmed due to the reported breakage. The form also notes that no fragments remained in the patient. The procedure was completed using a back-up device. Since no harm was reported no further clinical investigation is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an excessive side loading or an impact force to the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: h2: correction on h6 "health effect - impact code".